Event description:
It was reported that this was an attempted pacemaker due to undersenging on the right atrial (ra) channel. During the procedure, the pacing system analyzer (psa) showed an atrial sensing amplitude of 1.8mv. However, the device exhibited a flat atrial channel, with no p-waves detected. Another pacemaker was required. After the replacement there were no anomalies observed. No adverse patient effects were reported. This pacemaker has not been returned to boston scientific.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this was an attempted pacemaker due to undersenging on the right atrial (ra) channel. During the procedure, the pacing system analyzer (psa) showed an atrial sensing amplitude of 1.8mv. However, the device exhibited a flat atrial channel, with no p-waves detected. Another pacemaker was required. After the replacement there were no anomalies observed. No adverse patient effects were reported. This pacemaker was already returned to boston scientific.

Manufacturer narrative:
Follow up report 2 (correction): this report is being submitted to update section b5, e1 and h6 codes. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this was an attempted pacemaker due to unsuccessful sensing of the right atrial (ra) channel. During the procedure, the pacing system analyzer (psa) showed an atrial sensing amplitude of 1.8mv. However, the device exhibited a flat atrial channel, with no p-waves detected. Another pacemaker was required. After the replacement there were no anomalies observed. No adverse patient effects were reported. This pacemaker was already returned to boston scientific.